Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump alarmed motor error during occlusion test due to faulty force sensor. Motor tested outside of device and passed. Insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked battery tube threads belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.